Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected for a pci (percutaneous coronary intervention) to treat a 95% stenosed target and severely calcified and moderately tortuous lesion within the lad (left anterior descending artery). During insertion of the devices, the rotapro burr was unable to be released from the rotawire. The devices were removed as one unit. The procedure was completed and no patient complications were reported.